Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), gastrooesophageal reflux disease ('gerd / acid reflux / gastrointestinal or digestive system condition'), uterine haemorrhage ('abnormal uterine bleeding') and dental caries ('tooth decay') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation on 1-mar-2017, joint replacement, heart valve replacement, skin biopsy, plastic surgery, skin cancer excision, uterine fibroid, joint pain, cholecystectomy, colposcopy, arthritis and ovarian neoplasm. Previously administered products included for contraception: nuvaring from 1-may-2010 to 1-may-2012; for an unreported indication: implanon from 2009 to 1-may-2010. Concurrent conditions included obesity, uterine leiomyoma, insomnia, muscle spasm, hypertension, thyroid disorder, degenerative disc disease, back disorder, post coital bleeding, pap smear abnormal, hypothyroidism, hypertension, vulval itching, candida vaginal, dermatitis, ana positive, esr raised and crp increased. The patient also had a family history of arthritis and ovarian neoplasm. Concomitant products included levothyroxine since 2014 for thyroid disorder as well as amlodipine since 2016, doxepin, hydrochlorothiazide and proton pump inhibitors since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections/infection vaginal"), urinary tract infection ("uti/urinary tract infection/uti") and bacterial vaginosis ("bacterial vaginosis"), 1 year 6 months after insertion of essure. On (B)(6) 2012, the patient experienced vulvovaginal candidiasis ("candida vaginitis"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hiatus hernia ("hiatel hernia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced rash ("rashes / rashes on face and back"), the first episode of dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue /fatigue"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid disorder"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or change") and nausea ("nausea"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2016 , the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("lower back pain"), arthralgia ("hip pain even when not menstruating"), tooth loss ("tooth loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of dry skin ("dry patches"), headache ("headaches"), hernia ("hernia"), neck pain ("neck down pain") and cystitis ("bladder infection") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), fluoxetine, gabapentin, hydroxychloroquine, ibuprofen, nortriptyline, tramadol, surgery (extraction, gallbladder surgery on (B)(6) 2014 and undergo a total hysterectomy and bilateral salpingectomy) and extraction. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, depression, anxiety, migraine, vaginal infection, dyspareunia, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, fibromyalgia, arthritis, abdominal pain lower, back pain, arthralgia, tooth loss and hiatus hernia had not resolved and the gastrooesophageal reflux disease, uterine haemorrhage, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, female sexual dysfunction, mood swings, the last episode of dry skin, bladder disorder, urinary tract disorder, headache, hypertension, nausea, carpal tunnel syndrome, vaginal discharge, hernia, thyroid disorder, neck pain, weight decreased, cystitis, blood disorder, cardiac disorder and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, hernia, hiatus hernia, hypertension, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, rash, skin disorder, thyroid disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, weight decreased, weight increased, the first episode of dry skin and the second episode of dry skin to be related to essure. The reporter commented: on 02-oct-2017, she is scheduled to undergo a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes will all be removed. She has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms patient received disluconic from july 2017-present there is a discrepancy noted in the essure insertion date i.e1st may 2012 and essure confirmation test i.e 1st september,2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on 01-sep-2010: results: confirmed full occlusion of fallopian tubes; on 14-sep-2010: complete occlusion of the fallopian tubes bilaterally by essure device. Pathology test - on an unknown date: cervix, uterus, fallopian tubes, simple hysterectomy and bilateral salpigophorectomy (160 grams): uterine cervix: benign endocervical polyp, benign ectocervix. Uterine corpus: benign endometrial polyp, benign proliferative endometrium. Fallopian tubes: benign bilateral fallopian tubes, metal coil in bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding , pelvic pain, dysmenorrhea, fibromyalgia, arthritis, thyroid disorder,vaginal discharge most recent follow-up information incorporated above includes: on 21-jun-2019: new pfs received- new event candida vaginitis was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), gastrooesophageal reflux disease ("gerd / acid reflux / gastrointestinal or digestive system condition"), uterine haemorrhage ("abnormal uterine bleeding") and dental caries ("tooth decay") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint replacement, heart valve replacement, skin biopsy, plastic surgery, skin cancer excision, uterine fibroid, gallbladder operation on (B)(6) 2017 and joint pain. Previously administered products included for contraception: nuvaring from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: implanon from 2009 to (B)(6) 2010. Concurrent conditions included obesity, uterine leiomyoma, insomnia, muscle spasm, hypertension, thyroid disorder, degenerative disc disease and back disorder. Concomitant products included levothyroxine since 2014 for thyroid disorder as well as amlodipine since 2016, doxepin, hydrochlorothiazide and pantoprazole (protonix) since 2014. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal infection ("chronic vaginal infections/infection vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti/urinary tract infection/uti") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia)") and hiatus hernia ("hiatel hernia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced rash ("rashes / rashes on face and back"), the first episode of dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue /fatigue"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid disorder"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or change") and nausea ("nausea"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2016, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dental caries (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("lower back pain"), arthralgia ("hip pain even when not menstruating"), tooth loss ("tooth loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of dry skin ("dry patches"), headache ("headaches"), hernia ("hernia"), neck pain ("neck down pain") and cystitis ("bladder infection") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), fluoxetine, gabapentin, hydroxychloroquine, ibuprofen, nortriptyline, tramadol, surgery (extraction, gallbladder surgery on (B)(6) 2014 and undergo a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, depression, anxiety, migraine, vaginal infection, dyspareunia, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, fibromyalgia, arthritis, abdominal pain lower, back pain, arthralgia, tooth loss and hiatus hernia had not resolved and the gastrooesophageal reflux disease, uterine haemorrhage, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, female sexual dysfunction, mood swings, the last episode of dry skin, bladder disorder, urinary tract disorder, headache, hypertension, nausea, carpal tunnel syndrome, vaginal discharge, hernia, thyroid disorder, neck pain, weight decreased, cystitis, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, hernia, hiatus hernia, hypertension, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, rash, skin disorder, thyroid disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dry skin and the second episode of dry skin to be related to essure. The reporter commented: on (B)(6) 2017, she is scheduled to undergo a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes will all be removed. She has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms patient received disluconic from (B)(6) 2017-present there is a discrepancy noted in the essure insertion date i.e1st (B)(6) 2012 and essure confirmation test i.e (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding , pelvic pain, dysmenorrhea, fibromyalgia, arthritis, thyroid disorder. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received :event added: hiatus hernia. Event onset dates, event outcome and concomitant conditions were updated. Product, patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), gastrooesophageal reflux disease ("gerd / acid reflux") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included joint replacement, heart valve replacement, skin biopsy, plastic surgery, skin cancer excision and uterine fibroid. Previously administered products included for contraception: nuvaring from (B)(6)2010 to(B)(6)2012; for an unreported indication: implanon from 2009 to (B)(6)2010. Concurrent conditions included obesity, uterine leiomyoma, insomnia, muscle spasm, hypertension and thyroid disorder. Concomitant products included amlodipine since 2016, levothyroxine since 2014 and pantoprazole (protonix) since 2014. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). On (B)(6)2013, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient experienced rash ("rashes / rashes on face and back"), the first episode of dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue /fatigue"), hypertension ("high blood pressure") and vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or change") and nausea ("nausea"). On (B)(6)2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6)2016, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dental caries ("tooth decay"), migraine ("migraines"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("lower back pain"), arthralgia ("hip pain even when not menstruating"), tooth loss ("tooth loss"), bacterial vaginosis ("bacterial vaginosis"), mood swings ("mood swings"), the second episode of dry skin ("dry patches"), headache ("headaches"), hernia ("hernia"), thyroid disorder ("thyroid disorder"), neck pain ("neck down pain") and weight decreased ("weight loss"). The patient was treated with hydroxychloroquine, surgery (undergo a total hysterectomy and bilateral salpingectomy) and surgery (gallbladder surgery on (B)(6)2014). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, depression, anxiety, migraine, vaginal infection, dyspareunia, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, fibromyalgia, arthritis, abdominal pain lower, back pain, arthralgia and tooth loss had not resolved and the gastrooesophageal reflux disease, uterine haemorrhage, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, female sexual dysfunction, mood swings, the last episode of dry skin, bladder disorder, urinary tract disorder, headache, hypertension, nausea, tooth disorder, carpal tunnel syndrome, vaginal discharge, hernia, thyroid disorder, neck pain and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, carpal tunnel syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, hernia, hypertension, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, rash, skin disorder, thyroid disorder, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dry skin and the second episode of dry skin to be related to essure. The reporter commented: on (B)(6)2017, she is scheduled to undergo a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes will all be removed. She has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: confirmed full occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding , pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event "abnormal bleeding (vaginal) , uti, bacterial vaginosis, apareunia (inability to have sexual intercourse), mood swings, dry patches, bladder problem or change, urinary problems or change, headaches, high blood pressure, nausea, dental problems, carpal tunnel, vaginal discharge, gerd, acid reflux, hernia, thyroid disorder, neck down pain, abnormal uterine bleeding, weight loss" were added. New reporter were added. Historical conditions and medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), gastrooesophageal reflux disease ("gerd / acid reflux / gastrointestinal or digestive system condition"), uterine haemorrhage ("abnormal uterine bleeding") and dental caries ("tooth decay") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included joint replacement, heart valve replacement, skin biopsy, plastic surgery, skin cancer excision, uterine fibroid, gallbladder operation on (B)(6) 2017 and joint pain. Previously administered products included for contraception: nuvaring from 2010 to (B)(6) 2012; for an unreported indication: implanon from 2009 to 2010. Concurrent conditions included obesity, uterine leiomyoma, insomnia, muscle spasm, hypertension and thyroid disorder. Concomitant products included levothyroxine since 2014 for thyroid disorder as well as amlodipine since 2016, doxepin, hydrochlorothiazide and pantoprazole (protonix) since 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia)"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced rash ("rashes / rashes on face and back"), the first episode of dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue /fatigue"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid disorder"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). On (B)(6) 2015, patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or change") and nausea ("nausea"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dental caries (seriousness criterion medically significant), migraine ("migraines"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("lower back pain"), arthralgia ("hip pain even when not menstruating"), tooth loss ("tooth loss"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), the second episode of dry skin ("dry patches"), headache ("headaches"), hernia ("hernia"), neck pain ("neck down pain"), weight decreased ("weight loss") and cystitis ("bladder infection"). The patient was treated with hydroxychloroquine, ibuprofen, tramadol, panadeine co (tylenol #3), antibiotics, nortriptyline, fluoxetine, gabapentin, surgery (undergo a total hysterectomy and bilateral salpingectomy), surgery (gallbladder surgery on (B)(6) 2014) and surgery (extraction). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, depression, anxiety, migraine, vaginal infection, dyspareunia, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, fibromyalgia, arthritis, abdominal pain lower, back pain, arthralgia and tooth loss had not resolved and the gastrooesophageal reflux disease, uterine haemorrhage, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, female sexual dysfunction, mood swings, the last episode of dry skin, bladder disorder, urinary tract disorder, headache, hypertension, nausea, carpal tunnel syndrome, vaginal discharge, hernia, thyroid disorder, neck pain, weight decreased, cystitis, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, hernia, hypertension, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, rash, skin disorder, thyroid disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dry skin and the second episode of dry skin to be related to essure. The reporter commented: on (B)(6) 2017, she is scheduled to undergo a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes will all be removed. She has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms patient received disluconic from (B)(6) 2017-present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding , pelvic pain, dysmenorrhea, fibromyalgia, arthritis, thyroid disorder. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs and mr received - new event "cystitis, blood disorder, cardiac disorder" added. Historical conditions added, concomitant medication and conditions added. Treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation"), dental caries ("tooth decay"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin/ patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("lower back pain"), arthralgia ("hip pain even when not menstruating") and tooth loss ("tooth loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, depression, anxiety, migraine, vaginal infection, dyspareunia, rash, erythema, skin disorder, dry skin, pruritus, alopecia, fatigue, weight increased, fibromyalgia, arthritis, abdominal pain lower, back pain, arthralgia and tooth loss had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, tooth loss, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, she is scheduled to undergo a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes will all be removed. She has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2017: following internal review, company causality comment was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.